Event description:
Per dealer, the end user was transferring out of the wheelchair to the toilet when the back brackets snapped. The dealer reported that the end user didn't fall and that there were no injuries involved.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are rec'd, our internal failure investigator will complete the investigation and a f/u report will be filed.